Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead all measurements with the pacing system analyzer (psa) were good. However, when the device was connected to the lead and the pocket was closed there was a loss of capture and impedances greater than 2500 ohms. The physician reported that they might have passed the lead with a needle when suturing the sleeve to the muscle. The pocket was reopened and the lead was tested with the psa with the same out of range measurements. As a result, this lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.